Event description:
It was reported that, during a revision knee replacement, while the trial insert was being inserted, the surgeon had difficulty, the insert was removed and the surgeon noticed debris on the trial tibial tray, the trial insert was checked and the surgeon noticed that a small fragment was broken. Procedure was completed with same device with a delay less than or equal to 30min. No patient injury or other complications were reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the fracture was confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.